Manufacturer narrative:
Customer returned meters (B)(4) for investigation. The returned meters were tested with the current master lot strips and a high level control. Testing results: (B)(4), qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. (B)(4), qc 1: 2.5 inr, qc 2: 2.4 inr, qc 3: 2.5 inr. All measurements were without error messages. The maximum difference between measurements was 4 %. The results alleged by the customer were not observed in the meter¿s patient result memory. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286322) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable high results from two coaguchek xs meters compared to results from a laboratory using dade innovin reagent. The comparisons were performed within seven hours. The meter serial numbers were (B)(4). The customer was unsure which meter was used for each patient. On (B)(6) 2018: patient 1: meter result was 4.3 inr and laboratory result was 3.0 inr. Patient 2: meter result was 4.0 inr and laboratory result was 2.8 inr. Patient 3: meter result was 4.1 inr and laboratory result was 2.6 inr. On an unknown date: patient 4: meter result was 4.2 inr and laboratory result was 2.7 inr. Patient 5: meter result was 4.1 inr and laboratory result was 2.8 inr. Patient 6: meter result was 4.9 inr and laboratory result was 3.2 inr. There was no allegation of an adverse event. The suspect meters and strips were requested to be returned for investigation. Replacement product was sent. The returned strips and a retention meter were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.2 inr. Donor 1 hct: 38%, donor 2 hct: 48%. Testing results: donor 1: retention meter with masterlot strips: 2.7 inr, retention meter with customer strips: 2.8 inr. Donor 2: retention meter with masterlot strips: 2.2 inr, retention meter with customer strips: 2.2 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. Relevant retention test strips (lot 286322) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided that would point to a cause for the result discrepancy.